Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident that the stent was torn. The stent was found to be torn on the proximal end between the suture holes. The suture was not present. The defect was identified inside the patient during use in the procedure, therefore it is most likely that the customer was using the suture to position the stent. If the stent gets caught will trying to pull the suture, the suture may pull through the stent wall. Therefore, the most probable root cause for this complaint is operational/physiological context.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a ureteral indwelling catheter/stent was used in an unknown procedure performed on (B)(6), 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, a hole was noticed in the end of the stent when placing it inside the patient. The stent was removed and a second ureteral indwelling catheter/stent was used to successfully complete the procedure. No further event information is available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a ureteral indwelling catheter/stent was used in an unknown procedure performed on (B)(6), 2010 (patient ID, age, gender, and weight are unknown). According to the complainant, a hole was noticed in the end of the stent when placing it inside the patient. The stent was removed and a second ureteral indwelling catheter/stent was used to successfully complete the procedure. No further event information is available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'